Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The useful life of xceed (xtra meter) is 5 years. As the manufacturing date of this product is 28 oct 2002, it has been in distribution beyond its useful life. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required. A DHR (device history review) for the precision strips were reviewed, and the DHR showed the precision strips passed all tests prior to release. As the strip lot associated with this case was past its expiry date of september 30, 2015 at the time of investigation, retain testing could not be performed. A tripped trend review was completed for the reported complaint and precision test strips. Although trips were observed, no further investigation is required. The trips show that confirmed complaints related to port contamination and are not strip issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported that her adc blood glucose meter turns on and then off after test strip insertion. The customer reported that on (B)(6) 2017 she awoke at 6:30 am and was feeling weak and unwell. At 8:00 am the customer went to a hospital because she was not feeling well. The customer¿s blood glucose was tested at the hospital, and she was told that her blood glucose was "too high at 12%", and should be at 7% the next time she was tested. She was diagnosed with hyperglycemia, and treated with ¿15 ml of insulin via IV¿ and prescribed insulin. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that her adc blood glucose meter turns on and then off after test strip insertion. The customer reported that on (B)(6) 2017 she awoke at 6:30 am and was feeling weak and unwell. At 8:00 am the customer went to a hospital because she was not feeling well. The customer¿s blood glucose was tested at the hospital, and she was told that her blood glucose was "too high at 12%", and should be at 7% the next time she was tested. She was diagnosed with hyperglycemia, and treated with ¿15 ml of insulin via IV¿ and prescribed insulin. There was no report of death or permanent injury associated with this event.